Event description:
It was reported that during an angioplasty treatment procedure the balloon was stuck with the wire. The lesion was located in a moderately tortuous distal left anterior descending artery. The lesion was fibrotic. The apex otw 12 mm x 2.00 mm was prepped per the directions for use (dfu). The balloon crossed the lesion. The physician wanted to exchange the wire while leaving the balloon in place. The non bsc wire would not come out of the balloon. He removed the balloon and wire together. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during an angioplasty treatment procedure the balloon was stuck with the wire. The lesion was located in a moderately tortuous distal left anterior descending artery. The lesion was fibrotic. The apex otw 12mm x 2.00mm was prepped per the directions for use (dfu). The balloon crossed the lesion. The physician wanted to exchange the wire while leaving the balloon in place. The non bsc wire would not come out of the balloon. He removed the balloon and wire together. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated device evaluated by manufacturer: visual examination showed there was solidified blood in the inflation lumen and wire lumen. The balloon was bunched-up. The guidewire was protruding 186 cm from the catheter hub. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The catheter was soaked in a bath of circulating water to attempt to loosen solidified blood in the inflation lumen and wire lumen. The guidewire was unable to be withdrawn. The catheter was locked-up on the guidewire in the as-received condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).